Event description:
It was reported that during a peripheral treatment procedure stent damage occurred. The procedure was indicated for intra aortic balloon pump placement. Vascular access was obtained via the right common femoral artery. The target lesion was located in the right common iliac artery. A 9.0x40x75cm express ld stent delivery system (sds) was advanced but was unable to cross the target lesion. A unknown balloon catheter was then advanced for pre dilation of the target lesion. The express ld sds was readvanced and the stent was deployed. Next, an unknown balloon catheter was advanced to the target lesion. However, the catheter could not enter the stent and after several attempts the edge of the stent was noted to be deformed. The procedure continued via the left common femoral artery with an unspecified coronary intervention performed to treat a 75% stenosed lesion in a moderately tortuous vessel. No patient complications were reported and the patient's status is good. Six days later, the stent appeared well apposed under fluoroscopy; however the deformed stent was dilated with a 10mm balloon catheter. The patient's status remains good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).